Event description:
Device 3 of 3. Ref MFR report: 1627487-2012-02806 and 1627487-2012-02807. It was reported the pt had effective stimulation coverage but did not received adequate pain relief from his scs system. Reprogramming efforts were unsuccessful at resolving the issue. It was reported the pt underwent a trial for a pain pump and there are currently no plans to remove his system.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.